Event description:
During an us [ultrasound] guided thoracentesis lt [left side], 3 evac bottles were utilized each losing suction and the total of all 3 bottles equaling 100mls. The physician converted to syringes and obtained a total of 450ml additional output with the syringes. No harm to patient.